Event description:
Additional treatment included 2 fresh frozen plasma and 1-unit platelets, and 3500 crystalloids

Manufacturer narrative:
The investigation for access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding issue was most likely lack of vessel recoil as it was reported that best practices were followed, and it was thought to be due to smaller size repositioning sheath from larger peel away. Instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ b5 additional treatment information provided. H6 component code added the following have been reported incorrectly or missing from manufacturer device report 1220648-2023-03675: in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission. G1 reporting contact fax number missing.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 65-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the patient experienced bleeding from the right femoral impella cp access site. The bleeding did not resolve despite manual pressure. Five units of blood were given, and the patient was taken to the operating room for vascular repair of femoral artery with purse-string suture around repositioning sheath. The access site was left open while on impella cp support. The bleeding was thought to be due to the size difference in peel-away sheath and repositioning sheath.